Manufacturer narrative:
(B)(4). Concomitant medical product: biomet microfixation tmj system left fossa component, small catalog #: 24-6563 lot #: 444090a, biomet microfixation "2.4 mm" system ht cross-drive screw catalog #: 91-2708 lot #: ni, biomet microfixation "2.4 mm" system ht cross-drive screw catalog #: 91-2710 lot #: ni, biomet microfixation "2.4 mm" system ht cross-drive screw catalog #: 91-2712, lot #: ni, biomet microfixation tmj system cross drive fossa screw catalog #: 99-6577 lot #: ni. Therapy date: (B)(6) 2018. Customer has indicated that the product will not be returned to zimmer biomet for investigation, the devices were discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00307, 0001032347-2018-00308, 0001032347-2018-00309, 0001032347-2018-00310, and 0001032347-2018-00311.

Event description:
A revision due to ectopic bone growth was reported. The operative record was provided which states during the revision "it was evident that bone was present superiorly, anteriorly and inferiorly around the prosthetic joint." "An incision was made through the periosteum and access to the mandibular ramus was evident. At this time, attention was turned to removal of the prosthetic joint that was in place as it was not in good clinical shape. At this time, it was removed by removing six screws that were in the mandibular ramus and that prosthetic joint was discarded. The bone was smoothed in that area. Access was then extended superiorly. Removal of ectopic bone was necessary to remove along the whole anterior perimeter of the prosthetic unit. This was then extended superiorly. The ramus prosthetic joint was removed and attention was back to the preauricular area where the ectopic bone was now accessible. The glenoid fossa component was also removed by removing four screws and then utilizing a combination of reciprocating saw as well as a 703 bur, the bone in that area was removed and large segments of bone were excised and removed from its position medially, anteriorly and posteriorly to the prosthetic joint that was present. Once this was removed, access was allowable through the preauricular area. Once all the bone was removed superiorly, attention was turned to the lower unit. Incision was explored and any further bone from that area was also removed, checking the coronoid process and other aspects of the lateral prosthetic area. Attention was immediately then turned to replacement. The original fossa was placed back into its position and utilizing emergency screws and some new screw holes, it was positioned into its previous place just inferior to the zygomatic arch. It was stabilized. A new 45 mm prosthetic joint was then positioned from the inferior incisions superiorly and put into position and screw holes were utilized to place five screws, which were all emergency screws size 2.7 mm, and approximately 8 mm in length. Once they were all secured in position, the jaw was open and closed without difficulty." "There were no complications. The patient then had a complete closure. A small dressing was placed and the patient was transferred to the pacu." No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the patient's medical records. The operative notes indicated that these product were removed in a revision due to ectopic bone ankylosis. There was no alleged malfunction of the implants. The device history record (DHR) was not reviewed as there was no alleged malfunction of the implants. Investigation results concluded that the reported event was due to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00307-1, 0001032347-2018-00308-1, 0001032347-2018-00309-1, 0001032347-2018-00310-1, and 0001032347-2018-00311-1.